Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's relative that the patient passed away due to complications with their leadless implantable pulse generator (ipg).